Event description:
(B)(4). Had essure placed early 2010, hsg showed blocked tubes, in (B)(6) of that year I stopped menstruating. Soon after I started gaining weight, without successfully loosing it no matter what, slow my weight climbed, started having issues with joint pain, hair loss, tummy bloat, memory fog, mood swings, itching and hives.